Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of infection.